Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia with blood glucose levels measuring 24 mmol/l (432 mg/dl) and ketone levels measuring 3.9 mmol/l. Despite multiple correction doses totaling 26 units of insulin, blood glucose and ketone levels did not improve. The patient developed symptoms including vomiting, dizziness and dehydration, and was subsequently hospitalised, where they received a diagnosis of diabetic ketoacidosis (dka). At the hospital, the pod was removed, and insulin was administered intravenously along with glucose and potassium fluids. The patient also received blood thinners via injection. The total duration of hospitalizing was approximately 27 hours. Following stabilization, doctors adjusted the settings on the controller and advised the patient to change the pod immediately if similar issues occur in the future.